Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl) post deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A mitraclip xtw was advanced in the patient and successfully grasped the leaflets at a2p2. However, it was decided to release and reposition the clip. The clip was inverted and retracted back to the left atrium, the clip was repositioned more medially and crossed the valve. The leaflets were grasped, and the clip was closed to 60 degrees, locked, and then fully closed. 3d imaging showed doubt in clip orientation. Therefore, the clip orientation was re-assessed. Orientation was good and the physician proceeded with deployment. Establishing final arm angle (efaa) was successful, the lock line was removed and the second efaa was successful. The clip was deployed but after looking at the long axis view again post deployment it was evident the clip had relaxed and was more open than it was post efaas. The clip opened to approximately 30 degrees and there was some residual mr coming from the location of clip. The clip remained stable on both leaflets and the mr was reduced to a grade of 2. Therefore, the procedure was ended without further treatment. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the clip opening while locked post deployment. In addition, this event was further reviewed by a clinical r&d engineer, and the reviewer stated that, ¿two (2) still images taken on a personal device (e.g. Smart phone, tablet) of an echocardiographic monitor were provided. One image titled "xtw pre deployment 15-aug-2022" shows an lvot view with x-plane. An lvot view captures the anterior - posterior cross section of the valve and will show a front facing view of the clip arms (projected echo view is perpendicular to clip arm plane) and provides a visual of the clip arm angle. In this image, the delivery catheter (dc) shaft can be visualized and appears to be attached to the clip, indicating that the echo image was pre-deployment. Due to the poor quality of the echo image (grainy, poor resolution) the clip arms cannot be discerned and there is no apparent "v" shape. This suggests that the clip arms are closed to ~10° or less. The second image titled "xtw post deployment 15-aug-2022" shows the same lvot view; there is no cds/dc shaft in view indicating the clip has been fully deployed at the time of the echo image. In this image, the clip arms form an apparent "v" shape with a small gap visible in between the tips of the clip arms. Due to the poor quality of the image it is difficult to estimate the clip arm angle; however, when comparing the pre-deployment and post deployment images it is apparent that the clip arms opened by a noticeable amount (visible on echo views provided) post deployment.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a